Event description:
Oxygen concentrator caught fire. Pt received second degree burns to face.

Manufacturer narrative:
Device is being returned for evaluation. A follow up report will be submitted after the evaluation is completed.